Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 48 mm thoracic aneurysm. It was reported approximately 3 weeks post the index procedure the patient presented emergently with chest pain. A CT revealed a retrograde type a aortic dissection (rtad) dissection. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: it was reported that intervention was performed 5 days after the patient presented emergently, with total arch replacement. It was determined that the dissection was situated on the lesser curvature towards the distal region of the stent graft. No further clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.